Event description:
Clinic notes were received indicating that the patient was unable to perceive device stimulation on-times. Additional information was received stating that the patient underwent generator and lead replacement surgery on (B)(6) 2015. The explanted devices have not been returned to date.

Event description:
It was reported that the vns patient's device was tested on (B)(6) 2015 and diagnostic results showed a high impedance condition (impedance value >= 10,000 ohms). The patient was referred for surgery but no known surgical interventions have occurred to date.